Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 501 mg/dl, hi (greater than 600 mg/dl), and 257 mg/dl. Customer took 11 units of novolog insulin based off of the reading of 257 mg/dl after eating dinner. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.